Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient returned to the clinic for follow up status post open reduction internal fixation (orif) distal tibia and popliteal-posterior tibial bypass graft due to gunshot wound. Findings showed moderate swelling, broken hardware, delayed healing and non-union. The surgeon discussed with patient that early weight bearing may cause hardware failure. On (B)(6) 2014, the patient was revised to an orif distal tibia with anterior lateral plate and bone graft. The patient received bone graft in addition to new hardware and due to patient having an open fracture during the original surgery; the patient was unable to receive bone grafting in first place. A 3.5 mm lcp low bend medial distal tibial plate, left was removed. Four 3.5 mm cortex screw heads and four 3.5 mm locking screw heads were removed; however, their shafts remained in the patient. Four complete 3.5 mm locking screws were removed. The surgeon did not want to retrieve remaining screw pieces from the bone. Patient outcome is fine and there was no surgical delay. Revision procedure was successfully completed. This report is for four unknown locking screws. This report is 3 of 3 for complaint (B)(4).